Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, historical data analysis indicates potential contributing factors, including material issues such as degradation and mechanical issues like device migration, stress, wear and tear, leakage, and insufficient lubrication. Additionally, a review of historical complaints revealed no evidence suggesting that the instructions for use were inadequate or contributed to the failure. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that a lot of dirt was discovered between the bending section cover and the glue of the cysto-nephro videoscope. This issue was identified during service and maintenance, with no reports of patient involvement.